Event description:
A customer reported to baxter (B)(4) a 500ml transfer set in which a leak occurred. According to the report, the bag was filled with 4000mg cyclophosphamidein. When the customer received the bag, it was observed that it was leaking. Therefore, there were no reports of patient involvement, patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. However, a batch review was performed on the reported lot and no deviations were noted. This is a product not distributed in the us and does not have a 510k number.